Manufacturer narrative:
Reliability analysis inspected 4 opened and used infusion sets. Performed hand prime using a new lab reservoir. 2 of 4 found occluded at p-cap connection section. Analysis was unable to confirm customer received infusion sets occluded due to customer returned opened and used. Remaining 2 of 4 of the infusion sets pass per specifications. No occluded anomalies found during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 52 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with food. The customer stated that the no delivery alarm was resolved by a complete set change. The infusion set will be returned for analysis.